Event description:
It was reported that, during a cori tka procedure, it was displayed an "internal error" message. They disconnected the drill, rebooted the cori, reassembled and calibrated the drill to resume the case with minimal delay (fewer than 30 minutes). There was no injury to the patient. No other complications were reported.

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6). Used for treatment was not returned to the designated complaint unit for evaluation, and the log files (naviosystem and xsession) required to confirm the lack of internal error after the robotic drill cable disconnected error were not provided. Therefore, visual and functional inspections and log/case file assessments could not be performed. Pictures of both the robotic drill cable disconnected error as well as the ¿internal error¿ were taken and confirmed the reported problem. It is likely that, based on the reported event and the pictures of the errors to support it, the internal error is an occurrence of a known software error that occurs after the ¿robotic drill cable disconnected¿ error. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a result of an intraop crash due to either of the following: the user leaves the bone removal state and tries to reenter handpiece connection by clicking "continue" in the robotic drill cable disconnected error dialogue box when the handpiece is still in a disconnected state. Conducted by software engineering, debugging of this error found that a pfs workpiece is deleted in the intraop when exiting bone removal after a handpiece disconnection. In an attempt to update the workpiece with the drill disconnect error information, the intraop crashes because the workpiece was deleted and no longer works. The transition from disconnected to connected state of the handpiece is too slow and is not yet considered to be "identified" by the tcu, but the tool parameters of the handpiece are being queried. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the internal error is a known software bug that has been corrected and released in cori-v1.4.3 software. If the naviosystem log associated with this event is returned at a future date, this evaluation will be reopened for investigation.